Manufacturer narrative:
Device eval anticipated, but not yet begun. If device becomes available with additional info, a supplemental report will be issued.

Event description:
It was reported that, "the pt visited hospital with problem of weaker power in performed knee (right side) and result of consulting was the condition of laxity. It doesn't seem to have post fracture but insert change was done by surgeon. That's because the surgeon found scratches at the anterior post and so surgeon thought that it was the previous stage of fracture."